Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2017 and suture was used. During the procedure, it was noted that a package of a certain product code had been mixed in the box of another product code before opening the box. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4): an opened box labeled with reported product code of prolene suture and lot with ten unopened samples of a different product code of prolene suture code: (B)(4), lot # la2616, exp. Date: (B)(4) 2021. A complete box of this product contains 12 samples per box. During the visual inspection of the product and the box it was observed that the lot number and the product code were different, for this reason a characterization was performed. A characterization of samples was conducted and the following was observed: during the visual inspection of the box with the product displayed excessive manipulation. According to the dates of manufacture having a difference of four months and the box was received opened, displaying manipulation. A mix of products is unlikely in our manufacturing sites and the assignable cause of the assembly - incorrect component cannot be determined.